Event description:
It was reported to philips that the device experienced multiple errors when powered on, including 20003, 90005, 90003 and 90008 per the error log. There was no patient involvement reported.